Event description:
On 23 feb 2026, orthofix received an article which states that at five weeks postoperatively, the patient developed progressive right arm pain and weakness. CT/MRI imaging found bilateral c2 laminar fractures with screw loosening and cord impingement. As a result, the patient underwent a revision surgery with screw removal and extension of fusion down to c4. After 5 weeks of inpatient rehabilitation, he could walk with assistance.

Manufacturer narrative:
Quality compliance will continue to monitor for similar reports as part of routine post-market surveillance.